Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that his "pacemaker" "stopped working" [later found to be the lead] causing him to pass out three times, one of which resulted in a laceration to the his head which resulted in a loss of "a lot" of blood, required stitches, and remained painful. It was reported that the device was found to be fine and remains in use. It was further reported that the lead was found to have high threshold, no capture, high impedance due to an apparent subclavian crush fracture of the lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.